Event description:
A customer reported to baxter (B)(4), a one-link IV connector in which a no flow occurred. According to the report, the nurse was not able to deliver the medication or flush the neutral valve because it was blocked. She advised that the device had been in use for a few hours when the no flow issue was noted, but couldn't specify the amount of time. They replaced the valve with a new neutral valve and then they were able to deliver medication to the patient. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A sample was not returned for evaluation. It was determined that the root cause was due to user error. A batch review could not be completed as the lot number is unknown. A labeling review was performed and the instructions printed on each individual packaging are available to the user and are accurate and sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.